Event description:
It was reported by service report that the footboard was cracked with sharp edges present. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked footboard 400-lid.